Event description:
"The transfer set was leaking despite a closed twistable lock." The set was in use for 12 weeks. There was no pt injury or medical intervention associated with this incident according to baxter germany.

Manufacturer narrative:
A sample has been requested for evaluation.